Manufacturer narrative:
Other, other text: h3: one cadd ms3 pump was received in good physical condition. There was no evidence of an accuracy issue in the event history log. Functional testing and visual inspection were conducted. The reported issue was able to be verified. During power up and testing, the device did show "program defaulted" on the screen display. However, further investigation determined that it was due to programming lost or reset when a device not in use or without power from the battery after 2 days. There was no fault found with the returned pump as the issue was caused by user error. It was recommended that the user be trained on the pump.

Event description:
Information received indicating that a smiths medical cadd ms3 pump read "pump defaulted" and was unable to use. No adverse effects reported.